Manufacturer narrative:
On oct 1, 2023, additional information was received indicating the patient also experienced patient dissatisfaction on the right side. The patient underwent bilateral device explantation on an unspecified date. This report is for the left breast prosthesis. See manufacturer report number 1645337-2023-12832 for contralateral side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 17 2021, additional information was received indicating the patient underwent a pocket adjustment on the left side on (B)(6) 2021. The device was not explanted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 22 2021, additional information was received indicating the date of event was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memoryshape breast implant 475cc and experienced capsular contracture baker grade iii on the left side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.